Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing and device touchscreen was out of calibration. During further testing at the service center, the touchscreen response was intermittent. It was noted that the keys would randomly get stuck and become unresponsive and attempts to recalibrate the touchscreen failed. A visual inspection found fluid spillage on the edge at the bottom the touchscreen. The probable cause was due to contamination from fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate.